Manufacturer narrative:
(B)(4). No devices were returned to baxter for evaluation and therefore an evaluation could not be completed. If a device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that spectrum pumps have been alarming air in line during blood infusions. No pumps were identified, and there were no patient injuries.